Event description:
It was reported that the es6 sternum saw ran w/o user activation and in safety mode during testing. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval, but has not yet been rec'd. Add'l info will be submitted once the device is rec'd and the quality investigation is complete.